Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for short circuit error. The evaluation found the teflon pad slightly lifted off the jaw, exposing metal underneath the pad. A short circuit error was generated when the jaw was closed. There was no breakage in the probe. Based on similar reports, a potential cause for mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a laparoscopic liver resection procedure, the device generated an ultrasonic level error, short circuit error, and probe damage error. There was no reported patient injury or device fragment fallen into the patient. The intended procedure was completed using a similar non-olympus device.